Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. A review of device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause cannot be determined. If additional information and/or the device are provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during a procedure the guided access system broke into two pieces. No pieces were left in the patient.